Event description:
Information was received indicating that during use, a smiths medical cadd administration set separated from the distal luer lock collar. No patient consequences were reported. No adverse effects.